Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during testing three times (failing volumetric test). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: review of the event history log was performed for the last days of customer use as no event date was provided. The user programmed three infusions with a rate of 40 ml/hr with a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusions ran to completion without interruption or abnormalities. Should additional information become available, a supplemental report will be submitted.